Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent an abdominal wall hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that patient underwent revision surgery on (B)(6) 2016 due to an undisclosed injury. No additional information was provided.